Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion battery performance, physician communication ((B) (6) 2009).

Event description:
It was reported, the patient experienced withdrawal symptoms and the pump was alarming. The patient went to the emergency room and was admitted. It was noted that the pump had stalled. The drugs in the pump were dilaudid and baclofen. The pump was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.